Event description:
An aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology are unk. It was reported that on an unk date the pt was treated for more than one endoleak with extension cuffs. The pt also had known type ii endloeaks, which the physician attempted to treat by embolization. The pt presented to the emergency room and the device was explanted in 2004. Aneurysm enlargement was not noted until a short time prior to explantation of the device. It was reported that during the explant procedure the physician noted a very large lumbar artery that was feeding the aneurysm sac. The pt was reported to be doing well post-procedure but expired due to a pulmonary embolism or infarction on an unk date. The explanted stent graft has been retained by the medical facility.